Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a dim display. The customer was provided with the part number for a replacement user interface assembly. The investigation is ongoing.

Manufacturer narrative:
An additional follow up was performed with the customer, and it was reported that the device was removed from service and would not be repaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the device was not in clinical use when the issue occurred.